Event description:
Journal article received: whats new in orthopaedic trauma, journal of bone and joint surgery, series a. 2009 aug 01; 91(8):2055-2066. Authors: andrew h. Schmidt, md; a. Alex jahangir, md. The article summarizes advances in orthopaedic traumatology by reviewing articles from the past year. Review of a study of patients with intramedullary nail fixation of isolated tibial fractures noted that although the function of the patients was comparable to population norms, there were persistent issues including moderate knee pain (73 percent), persistent quadriceps and calf muscle atrophy (27 percent each), venous insufficiency (15 percent) and radiographic evidence of osteoarthritis (35 percent). The median duration of the study was 14 years. It is unknown if these were synthes devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Brand name: unknown tibia nail. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.